Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tips of 2 bioknotless inserters broke off into their anchors and remain captured therein within the bone hole. The repair was concluded successfully without further incident or harm to the pt. See also associated mdrs 1221934-2007-00364.

Manufacturer narrative:
We are in the info gathering mode, and are also awaiting receipt of the complaint device. When all that can be gotten is received and an analysis is completed, those results will be the subject of the follow-up report.